Event description:
It was reported that a revision was needed to remove a creo cross connector to provide access to the pso site.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.